Event description:
The company received notice from the global vigilance coordinator on (B)(6) 2020 regarding a medical device incident reported by staff at (B)(6) wien in (B)(6) on (B)(6) 2020. This incident was not reported to the company directly from the complainant. Attempts to gather relevant incident information (part number, lot numbers, etc) from the individual that requested removal instrumentation and from the contact provided by the authorized rep were unable to be provided at the time of this report. Subsequent reports will be filed if additional information is obtained.

Manufacturer narrative:
Additional information was received from the complaint facility regarding the planned removal procedure, as well as the original and revision procedures. It was reported that during the (B)(6) 2020 removal procedure the implant was removed by circumferential chiseling, which resulted in a loss of bone stock and bleeding during the removal procedure. The postoperative management section of the system IFU provides guidance on system removal and states, "during explantation, care should be taken to avoid damaging the implant and surrounding tissue as little as possible." The removal procedure was reportedly performed due to implant loosening and non-union after the patient had an initial revision procedure on (B)(6) 2018. The original procedure was performed in 2015. Per the surgical system IFU precautions section, "patients with previous spinal surgery at the level to be treated may have different clinical outcomes compared to those without a previous surgery." The complaint investigation suggests that the patient history of having two previous procedures may have contributed to the need for a removal procedure, because of implant loosening and non-union.

Event description:
Additional information was received from the complaint facility regarding the planned removal procedure, as well as the original and revision procedures. This follow up/final MDR is associated with report number 3005031160-2020-00009.